Event description:
It was reported to philips that the host pc failed to boot on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc, nehalem host pc monoplane rev_iii no_hdd, and disk for clarityiq_ii and ip_revised_ii, reloaded the software, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).